Event description:
It was reported that the patient was experiencing some throat discomfort. The patient then went to an ent and was diagnosed with vocal cord paralysis. The patient's treating physician indicated that the left vocal cord paralysis was due to the patients vns lead replacement surgery and not vns stimulation related. The patients settings were decreased for patient comfort. No known surgical intervention has occurred to date. No other relevant information has been received to date.